Event description:
During our pediatric mock code in picu (pediatric intensive care unit) last week, the pediatric zoll defibrillator pads failed. Whenever the rn (registered nurse) attempted to take the pad off of the plastic wrapper, the back pad was divided in half. Whenever the pad was attempted to be placed on the child's back, the portion that delivers the shock was not attached. Unfortunately, there is still adhesive on the portion that is not shockable leaving the person placing the pad to believe that the pad has been correctly placed. The only way that the error can be noticed is that a rhythm will not be generated through the pads (if the leads are on from the zoll, this will not be noticed) and the zoll will not allow defibrillation. This error was completed by a seasoned picu rn. Emergency equipment should be intuitive and not have to be taken out of the packaging only one way to ensure its correct usage. The first time that we found this error was during a peds mock code over a year ago. Of the last four peds mock codes in which the pediatric pads were utilized, this has happened two times.